Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed power error and replace battery now. The blood glucose at the time of the incident was 230 mg/dl. Troubleshooting performed and the customer was instructed how to clear the alarm. The alarm history showed multiple power error alarms. The customer mentioned his blood glucose levels had been between 200 and 300 mg/dl. It was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was returned for analysis.

Manufacturer narrative:
The insulin pump had operating currents within specification. The device passed the self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. The power management tool confirmed pump error alarms were triggered due to resistance issue at j6 connector. The device alarmed power loss due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6, the insulin pump was monitored and functioned properly. The device had a cracked case on the back at the battery tube area. The device had a stained serial number label. The device had a minor scratched display window, case, and keypad overlay.